Event description:
Received report of tubing leak at the male connector and also at the anti-siphon valve. A pediatric pt was on home tpn and liposyn therapy. The liposyn was set at 13cc/hr. Leaking of the liposyn was noted at the male luer lock connection and also at the anti-siphon valve, which was caught within a few hrs. This occurred 2-3 times in 1 week. A total of four bags of liposyn were lost between leaking and bag/tubing changes. No pt harm was reported.